Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged for the same model, shorter length lens and the problem was resolved. Reportedly "patient is happy". Device evaluation: h3- type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -4.50/1.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vault, lens remains implanted. In the reporters opinion the cause of this event is unknown. If additional information is received a supplemental medwatch report will be submitted.